Manufacturer narrative:
E2, e3 requested data are not available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿the power cannot be turned on¿ occurred due to damaged power switch. Phenomenon ¿error code b30¿ occurred due to poor contact of the scope connector contact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source power switch is broken and cannot be turned off. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a faulty scope socket, b30 error, damaged lamp due to improper installation, broken front panel, and top cover paint peeling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.